Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during coil embolization of an aneurysm, the coil encountered resistance in the microcatheter. Upon withdraw of the coil, it was observed to be unintentionally detached in the mirocatheter. The procedure was completed successfully. No intervention or harm was reported.